Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) and (B)(4): the full leads were returned and analyzed. Analysis revealed no anomalies. (B)(4): the full lead was returned and analyzed. Analysis revealed no anomalies. It was noted that the helix was distorted/bent and the lead was damaged at implant.

Event description:
It was reported that three left ventricular leads were attempted to be implanted and were not used. The first two leads were reported to not be able to pace. The third lead helix was reported to be difficult to screw in. None of the leads were implanted. No patient complications have been reported as a result of this event.